Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. The physician reprogrammed the device several times to extend the battery, but it was unsuccessful and now the device is pending replacement; it remains in use. No patient complications have been reported as a result of this event.